Event description:
It was reported that the patient presented to the clinic for a follow-up. Post-paced t-wave over-sensing was noted on the device. Programming changes were discussed but not made at this time. No patient symptoms were reported.